Event description:
The customer contact reported the device did not deliver. At 1923, the primary line of the pump was programmed to deliver normal saline 1000ml at a rate of 125ml/hr with a vtbi (volume to be infused) of 940ml and the delivery was started. At 2015, the patient's blood pressure (bp) was 135/72mmhg. At 2245, the patient's bp was 77/43mmhg. At this time, the nurse noted that the device displayed a volume infused of 424ml; however, the solution container was full. The physician was notified. At 2300, the secondary line of the pump was programmed to deliver 500ml of normal saline at a rate of 500ml/hr and the delivery was started. After an unspecified length of time, the nurse noted that the device displayed a volume infused for the secondary line of 140ml; however, the solution container was again full. The device was removed from clinical service. Therapy was resumed at an unspecified rate using a replacement device. On (B)(6) 2010 at 0035, the patient's bp had increased to 99/59mmhg and at 0800, the patient's bp was 125/72mmhg. The patient was discharged at 1600. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than expected. During testing the device delivered 18.6 ml from an expected delivery of 20 ml. This was due to the plunger home position being out of specification. During testing, the calibrated plunger home position was found at .026 inches. Specification for this device is .028 inches. Additionally, during testing, the device did not alarm when the tubing was clamped distal to the device. This was due to broken distal sensor pin. Visual inspection found the device also had a broken cassette door roller post and when the cassette door was opened, the door roller fell out. The probable cause for the broken distal sensor pin, the broken door post and missing roller, and the out of specification plunger home position is improper handling of the device. The pump history was downloaded at the manufacturing facility. A review of the pump history indicated that on (B)(6) 2010 at 1921, line a was programmed in the drug therapy mode to deliver a maintenance IV at a rate of 125 ml/hr with a vtbi (volume to be infused) of 960 ml, for a duration of 7 hours and 40 minutes, and the delivery was started. Within the same minute, the delivery on line a was stopped. At 1923, the delivery on line a was restarted using the same programming parameters. At 2245, the volume was cleared on line a with a vi (volume infused) of 424.2 ml. At 2257, the delivery on line a was stopped with a vi of 25.3 ml. Within the same minute, the backprime button was started and stopped 3 times. At 2258, the delivery on line a was restarted at the same rate with a vtbi of 510.5 ml. At 2259, line b was programmed as a simple delivery in the piggyback mode to deliver at a rate of 500 ml/hr with a vtbi of 500 ml, for a duration of 1 hour and the delivery was started. At 2357, the device alarmed with e433 (prox press snsr 2) and the device was turned off. (B)(4).